Event description:
Robotic prostatectomy: "balloon deflated while camera exchanged and led to loss of insulflation. Gel seal bolster un-latched during the case and led to loss of insulflation." "Surgeon had to re-scrub and re-dock all robotic ports and camera port due to loss of insulflation. Gelport balloon no longer held seal due to the deflation of the balloon."

Manufacturer narrative:
Product to return for evaluation.